Event description:
During attempted implant, the stylet could not be removed from the left ventricular (lv) lead. It was anticipated that a new lv lead would be implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to remove the stylet was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the cap and crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the cap and crimp sleeve to be pulled out of the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
During attempted implant, the stylet could not be removed from the left ventricular (lv) lead. A different lv lead was implanted in an additional procedure to resolve the event. The patient was stable and there were no adverse consequences.